Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred on (B)(6) 2014 at 20:58:31. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was verified through the review of the event history logs. Review of service history data revealed that the previous device servicing did not cause or contribute to the event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. The cause of the issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.